Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the microcatheter resulted in the reported difficult to advance, and the reported break-stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification, moderate tortuosity, and 80% stenosis in the right coronary artery. A 3.5 x 23 mm xience alpine stent delivery system (sds) met resistance with the microcatheter and the stent was noted to be fractured [broken stent struts] when advancing. The sds was removed and replaced with a 3.5 x 23 mm xience sierra to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided